Event description:
It was reported that the insulin pump alarmed battery out limit when the customer awoke during normal device use. The blood glucose reading was 141 mg/dl. Explained that this alarm received during normal insulin pump use may indicate a loose battery cap, and advised that a replacement cap would be sent. Advised the customer to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.